Event description:
The patient's daughter reported that the nebulizing machine worked for 2 minutes and the mist was coming out and then it stopped working. She tried with another nebulizing machine for his duoneb and it worked. Based on info provided, compressor is deemed defective. Reship is needed and medically necessary. No missed dose or adverse events were reported. Unknown if the patient has the defective device available for return. Unknown if the md is aware. No additional information was reported. Reported to (B)(6) by: patient/caregiver.